Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability - date returned to manufacturer), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed curvature on the sheath shaft, likely due to packaging. The liner was partially expanded 0.5" from the distal strain relief. The remainder of the liner was unexpanded, and the distal tip was unopened. There were no abnormalities noted on the cross slit and disc valve. There were curvatures noted on the duck bill valve center slit. Functional testing was also performed on the returned device. The sheath was flushed with nothing inserted and no leakage was observed from the hub. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inadequate hemostasis was unable to be confirmed based on the evaluation of the returned device. No manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the 14 fr esheath+ was inserted into body without resistance. Upon placing a guidewire, the physician felt that it was difficult to place it in the left ventricle and had to take the wire and catheter in and out several times. Significant blood leakage was observed." Per evaluation of the returned device, no leakage was observed when nothing was inserted through the sheath. The esheath+ has a tri-seal valve designed for hemostasis. The duckbill valve is designed to provide hemostasis with nothing inserted into the sheath. When a guidewire (greater than or equal to 0.035") is inserted, the cross-slit valve will provide the hemostasis. When a 5f or greater catheter is inserted, the disc valve will provide the hemostasis. As the sheath hub was disassembled, curvatures were observed on the duckbill valve slit. There was no leakage reported during device preparation. This suggests that the damage to the hemostasis valves likely occurred after guidewire and/or delivery system insertion into the sheath. As reported, "although it cannot be denied the possibility that the guide wire was not centered with respect to the hemostasis valve and blood simply spillage from the side. It also thought that it could not be ruled out damage to the hemostasis valve due to passing the guidewire and/or catheter over and over again." It is possible that catheter and/or guidewire manipulation may have contributed to the reported inadequate hemostasis. In this case, a definitive root cause was unable to be determined; however, available information suggests that procedural factors (procedural manipulation and guidewire manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed curvature on the sheath shaft, likely due to packaging. The liner was partially expanded 0.5" from the distal strain relief. The remainder of the liner was unexpanded, and the distal tip was unopened. There were no abnormalities noted on the cross slit and disc valve. There were curvatures noted on the duck bill valve center slit. Functional testing was also performed on the returned device. The sheath was flushed with no devices inserted, and no leakage was observed from the hub. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the inadequate hemostasis was unable to be confirmed based on the evaluation of the returned device. No manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the 14 fr esheath+ was inserted into body without resistance. Upon placing a guidewire, the physician felt that it was difficult to place it in the left ventricle and had to take the wire and catheter in and out several times. Significant blood leakage was observed." Per evaluation of the returned device, no leakage was observed when no devices were inserted through the sheath. The esheath+ has a tri-seal valve technology designed for hemostasis. The duckbill valve is designed to provide hemostasis with nothing inserted into the sheath. When a guidewire (greater than or equal to 0.035") is inserted, the cross-slit valve will provide the hemostasis. When a 5f or greater catheter is inserted, the disc valve will provide the hemostasis. As the sheath hub was disassembled, curvatures were observed on the duckbill valve slit. In this case, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated for this issue. Additionally, a corrective and preventive action (CAPA) was initiated to further investigate this issue.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, significant blood leak was observed while the 14fr esheath+ was in the patient. It was noted that there was no resistance when the esheath+ was inserted into the patient; however, difficulty was noted when placing a guidewire in the left ventricle. Due to the blood leakage observed, a decision was made to replace the esheath+ with a new esheath+. The esheath+ was observed with no visual defect. The procedure proceeded with the new esheath+ and there were no issues. The valve was successfully implanted and the procedure was completed. There was no blood transfusion required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.